Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis: lumbar spinal stenosis. Lumbar degenerative disc disease. Lumbar segmental instability. Lumbar radiculitis. The patient underwent: posterolateral arthrodesis at l3-4. Posterolateral arthrodesis at l4-5. Posterolateral arthrodesis at l5-s1. Placement of pedicle screw instrumentation from l3 to s1 using the expedium system. Placement of autologous bone graft harvested from the laminectomy. Intra-op neurophysiological monitoring. Neuromuscular junction testing with paired stimuli and repetitive stimulation with direct testing on the nerve left l3, right l3, left l4, right l4, left l5, right l5, left s1, right s1. As per op notes, the patient underwent decompressive laminectomies. Pedicle screw instrumentation from l3 to s1 was then performed. The expedium system from depuy was chosen. Cortical cancellous polyaxial screws were placed. Lateral fluoroscopic images confirmed excellent placement of the pedicle screws. Posterior lumbar interbody arthrodesis at l4-5 and l5-s1 was then performed. The completion of the pedicle screws and posterolateral arthrodesis was performed. Morsellized autograft obtained from the laminectomy was carefully placed over the lateral aspects of l3-4, l4-5 and l5-s1. This completed the posterolateral arthrodesis. The rods were placed over the polyaxial screw heads and tightened. A cross length was utilized. A final lateral fluoroscopic image confirmed excellent position of the interbody devices and pedicle screws from l3 to s1. On (B)(6) 2005, the patient presented with pre-op diagnosis: post lumbar laminectomy syndrome. Sciatica. Lower back pain. The patient underwent: lumbar puncture for myelogram. Lumbar myelogram supervision and interpretation. Conscious sedation performed by surgeon for radiologic procedure. The patient tolerated the procedure well.